Manufacturer narrative:
The patient's date of birth is unknown. This information was not available from the facility. Cross reference MFR report number: 3011416935-2021-00028. Report source: foreign - (B)(6) / study name: (B)(6), patient ID # (B)(6). PMA number is not applicable. The device is a non-commercial product with a ce mark that was used as part of a clinical study. The stellarex device was discarded by the facility, thus no returned product investigation was performed. Per the IFU, dissection is listed as a potential complication/ adverse event.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2018, two stellarex catheters were used to treat the target lesion of the left distal sfa. After study device dilatation, the patient experienced a non flow-limiting, grade a dissection below the stent. A poba dilatation was performed and the issue was resolved. The physician reported it is highly probable this event was related to the study procedure and highly probable it was related to the study device. This adverse event is being submitted because the patient experienced a dissection, requiring additional intervention. This is being reported as part of the clinical study.